Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an atrial lead vegetation. The entire implantable pulse generator (ipg) system was explanted. The right ventricular (rv) lead was replaced. No further patient complications have been reported as a result of this event.